Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges client was utilizing the power chair with the elevate system and the up position. Consumer stated he let go of joystick and the device stopped and instantly ejected him from the seat. Consumer alleges tires squelched and the whole chair flipped forward.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Alleges client was utilizing the powerchair with the elevate system and the up position. Consumer stated he let go of joystick and the device stopped and instantly ejected him from the seat. Consumer alleges tires squelched and the whole chair flipped forward.